Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. A review of the pump history did not indicate that loss of cartridge detection had occurred.

Event description:
The pump was returned to animas due to loss of prime alarms. The pump was evaluated and the force sensor pins were found to be partially dislodged. This report is being made based on the evaluation results.